Event description:
Patient underwent a colonoscopy 5/17/99, start time 1316; stop time 1334. 1340 patient c/o severe abdominal pain. 2 abdominal x-ray's done which showed perforated abdominal viscus. Pt. Decompensated rapidly, was transferred to sicu: stat surgical consult obtained, before pt. Could be taken to or: coded, expired, pronounced dead at 1618.